Event description:
It was reported that after a tonsillectomy, the patient was found to have a small burn in the mouth. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device reported, used in treatment, was not returned for evaluation. No product identification information was provided, thus a manufacturing record and complaint history review could not be conducted. The instruction of use (IFU) and risk management documents associated with the device reported could not be located and reviewed without the device information. Clinical evaluation was completed and concluded that without the requested clinical information a thorough medical investigation cannot be rendered. The complaint was verified. One photo was provided for review and confirms the reported burn on the patient's mouth. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: failure to attach the recommended suction properly can result in patient injury, inadequate flow and circulation of saline could cause a patient burn. No containment or corrective actions are recommended at this time.